Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central non-infectious corneal ulcer." Evaluation of returned complaint samples is underway. If any abnormality is found, a follow-up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported seeking care from an eye care practitioner for contact lens discomfort in her left eye associated with wear of o2optix contact lenses. The eye care practitioner reported that patient presented with red left eye in 1/2007 having experienced symptoms of mild discomfort/pain & watery discharge for approximately 6 days. A possible corneal ulcer, located centrally, with 1 infiltrate was diagnosed & treated with vigamox drops every hour x 24 hrs, then every 4 hrs. Event resolved with no reduction in visual acuity & recommendation to return to previous doctor for contact lens refit. No further information has been provided.